Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient has been performed clipping surgery on (B)(6) 2016 due to sah. The valve was implanted to the patient via lp-shunt on (B)(6) 2016 (initial setting is unknown). It was reported that the surgeon found the obstruction in the valve on (B)(6) 2017. The surgeon checked that there is no obstruction on abdominal catheter and lumber catheter. However, the surgeon recognized that the implanted valve was upside down in the patient¿s body. The revision surgery was performed with certa valve (setting is unknown) with the already implanted abdominal catheter and lumber catheter which were remained in the patient¿s body and connected with the revised valve. The patient is (B)(6), female, and her initial is (B)(6). The patient¿s condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿. The position of the cam when valve was received was 50 mmh2o. The valve was hydrated. The valve was visually inspected; biological debris was noted inside the valve. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The cam magnets were also controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records for the valve product code n/s9008, with lot ctkb26 conformed to the specifications when released to stock on the 17th september 2015. The root cause of the problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.